Manufacturer narrative:
The device evaluation was inadvertently omitted from the initial report submitted on 11/04/2014 for investigation findings from 09/30/2014. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the keypad was completely peeled off the pump and was torn next to the ok button. The contrast button contact was missing and all of the buttons on the keypad were unresponsive. Contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.